Manufacturer narrative:
The pump was received with no button response due to the corroded keypad traces. They were unable to confirm the unexpected restart alarm due to the unresponsive keypad. It was noted that the pump was received with moisture damage on the lcd board and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 249 mg/dl at the time of the incident. Customer stated that the act and esc buttons were not working. Customer stated that she was getting ready for her bath and she unhooked the pump. The pump fell in the water and it was in the water for a while until she realized it. Customer took the pump and put it in a bag of rice all night. Customer stated that the pump had some moisture on the screen. Customer had also received an unexpected restart alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.